Event description:
It was reported that when using the bd pyxis medstation system, the half-height cubie drawer 2.2 was difficult to open. The customer reported that the user was able to remove the medications from another station and there was no delay to the patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the ht6n main drawer 2.2 had failed to open. A field service engineer installed a new half-height drawer in the station and configured it to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.